Event description:
It was reported that the patient experienced a loss of therapeutic effect from the device. The patient also experienced paralysis. The patient was programmed a month ago. A day or two following the programming, the patient experienced symptoms. The patient was directed to the healthcare provider (hcp). No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)